Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is failing, "mechanical failure". There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fileds- h6 codes (investigation types, findings, conclusion, components). Getinge field service engineer (fse) investigated the customer's complaint with unit failing. Customer stating, "mechanical failure". Upon powering up in clinical mode the cardiosave was alarming "power-up test failure code # 14". With reviewing logs had found fault code 77 with "enhanced compressor motor speed required". Replaced scroll compressor with filters as according to the service manual. Replaced the drive regulator on the vacuum side due the vacuum fluctuating pressures. Calibrated and functional tested without any further failures or issues. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use. Note: pressure transducers were used for troubleshooting purposes. Patient involvement is unknown. The following investigation was performed by failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received the following parts associated with this complaint: parts were received with a reported failure of a failure code 14, 77, and fluctuating vacuum pressure. The fat performed a visual inspection and found the parts to be in good condition. The fat installed compressor in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. The fat installed regulator, drive in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number. No failure confirmed. The fat installed pressure transducer in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Retained the parts in the failure analysis and testing department per procedure.